Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the black box showed one reboot. The battery compartment was cracked alongside the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was run for 24 hours and no power issues occurred. The battery cap measurements were within specifications.